Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image loss when scope is flexed issue and the image loss during angulation issue could not be determined, however, the issues were likely the result of physical stress applied to the insertion part during user handling, causing damaging the charged-coupled device (ccd) unit and image loss. The event(s) can be detected by following the instructions for use which state: ¿- inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope entire screen becomes black and shows no images when scope is flexed during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: insertion tube has deep dents. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.